Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) concomitant medical products: guide wire: 0.014 terumo run through ns extra floppy sheath: 6fx11cm boston scientific super sheath. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of occlusion is listed in the graftmaster rx coronary stent graft system instructions for use (IFU) as a known patient effect that may be associated with use of the device. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effect cannot be determined; however there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. It should be noted the graftmaster rx coronary stent graft system instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. Furthermore, the IFU states: do not exceed the rated burst pressure (rbp) as indicated on the product label. Monitor balloon pressures during inflation. Use of pressures higher than specified on the product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, the reported violations of the IFU do not appear to have contributed to the difficulties.

Event description:
It was reported that the patient presented with an existing perforation with a large arterio-venous (av) fistula in the proximal (osteal) left posterior tibial artery that had been created during an atherectomy procedure. A 3.5x19mm rx graftmaster covered stent was deployed at 20 atmospheres, however, the leak still persisted. The graftmaster stent system balloon was withdrawn and the stent was post-dilated using a 4.0x8 non-abbott balloon inflated to high pressures, ultimately sealing the leak, but resulting in an occluded peroneal artery. With a non-abbott sheath and a 0.014 non-abbott guide wire in place, an attempt was made to advance a 3.0x40 then a 2.0x30 non-abbott balloon in the peroneal artery, but each were unable to be advanced, suggesting that the stent had sealed off the takeoff of the peroneal artery. The patient had good vessel runoff to foot and peroneal collateralizing late from the patient. Reportedly, maintaining patency of the posterior tibial vessel will be very important for this patient since it is the only vessel to this foot since there is now no collateral support from the peroneal vessel. Additional venous competency studies are planned due to venous insufficiency. No adverse patient sequelae were reported. No additional information was provided.